Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/17/2020. Additional information: d10,h4, h6. A manufacturing record evaluation was performed for the finished device batch pch605, 8831h56 and no non-conformances were identified. Additional h3 investigation summary: a suture needle was returned for evaluation. The component was identified as product code 8831h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mammectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke at the swage part when putting the 1st stitch through the tissue for pulling a mammary gland there were no adverse patient consequences reported. No additional information was provided.